Manufacturer narrative:
Approximate age of device - 4 years, 4 months. The patient remains ongoing with the lvad device. No further information was provided. The evaluation of the returned portion of the driveline (dl) for heartmate ii lvas, serial number (B)(4), confirmed external driveline wire damage that could have contributed to the driveline fault alarms observed in the submitted log files. Review of the log files submitted by the account confirmed the reports of driveline fault alarms. No other atypical alarms were observed, and the pump remained operating above the low speed limit for the duration of the file. Approximately 27¿ of the driveline was returned for evaluation under work order #(B)(4). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection noted dark spots on the yellow, green, and orange wire, respectively, adjacent to kinking in the wires approximately 10¿ from the end of the metal connector. The outer insulation was intact but manipulation caused the insulation of each wire to elongate and breakdown, indicating that the inner conductors had fractured. Visual inspection of the adjacent wires noted a split in the insulation of the red wire approximately 10¿ from the end of the metal connector. The exposed conductors appeared intact. The remaining wires appeared unremarkable. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation, bypassing the damaged area of the red wire. The test did not reveal any wire breaches that would have contributed to an electrical short. The inner conductor breakdown of the yellow, green, or orange wires could have caused the driveline fault alarms captured on the submitted system controller log files. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that driveline fault alarms were observed, and that with system controller history interrogation pump stoppages were observed. Technical service reviewed the log files and confirmed the driveline fault alarms. The system controller was replaced with a new system controller. On (B)(6) 2018, technical services confirmed driveline fault alarms were observed. On (B)(6) 2018, technical services performed a distal end percutaneous lead (driveline) replacement. No additional information was reported.

Manufacturer narrative:
Device available for evaluation and manufacturer narrative: additional information. Device evaluated by manufacturer: correction. Manufacturing evaluation conclusion: a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.